Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Device evaluated by MFR.: the promus premier ous mr 32 x 2.50mm stent delivery system was returned to the complaint investigation site for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break at 0.5cm distal to the port exchange. Microscopic examination identified no sign of damage, stretching or lifting of the stent struts. However, there was blue and silver foreign material wrapped around the mid-section of the stent. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the polymer extrusion noted severe stretching at the guidewire exchange port bumper tip showed signs of damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 16jul2025. It was reported that crossing difficulties were encountered. The more than 60% stenosed target lesion was located in the severely tortuous and moderately calcified middle left circumflex artery. Following pre-dilatation with a 2.0 x 8mm sc balloon catheter, a 32 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another device. No patient complications were reported. However, returned device analysis revealed a foreign material on the stent.